Manufacturer narrative:
The endurant ii abdominal tube was implanted proximal to the endurant bifurcated stent graft and the valiant captivia stent graft was implanted distal to the endurant ii abdominal tube. It was confirmed that the whole chevar procedure was performed off-label. The valiant captivia stent graft was implanted as a physician modified stent graft (the device was cut to the desired length prior to implantation). It was reported that it is possible the plan for the procedure was over optimistic; the distance and angulation between the proximal cuff and the bifurcated stent graft was to big to be bridged by the new segment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It is now reported the stent graft migration is resolved with a resolved date given as the 22nd of feb 2020 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that an additional valiant device (vamc424c100te) was implanted on (B)(6) 2020 to resolve the type iii endoleak it was confirmed that an endurant ii abdominal tube ettf3636c70ee and a valiant captivia stent graft vamc3838c100 were implanted during the chevar procedure on (B)(6) 2017. Two non-mdt covered stents (lifestream) were implanted in the renal arteries. It was confirmed that the reported occlusion was within the renal artery, and the artery was not covered by the endurant bifurcated stent graft. The endurant bifurcated stent graft is disconnected from the endurant abdominal tube and valiant stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 52 mm abdominal aortic aneurysm. A chevar procedure was performed approximately seven years and three months post the index procedure for treatment of migration and a type ia endoleak and the patient was discharged with no further events reported. It was confirmed that an endurant ii abdominal tube ettf3636c70ee and a valiant captivia stent graft vamc3838c100 were implanted during the chevar procedure. Two non-mdt covered stents were implanted in the renal arteries. Angio-CT on approximately four months post the chevar procedure and approximately one year and seven months post the chevar procedure showed the result of the chevar were not satisfactory. The right renal artery is reported to be occluded and there is a disconnection from the main body segment. The type iii endoleak was observed between the main body and chimney to the left renal artery and it was also reported that the proximal segments were too short to seal the distance between the renals and "old" stentgraft. It was confirmed that the reported occlusion was within the renal artery, and the artery was not covered by the endurant bifurcated stent graft. The endurant bifurcated stent graft is disconnected from the endurant abdominal tube and valiant stent graft. No stent graft migration was noted on the report from the 8 year angio-CT scan however it was reported that the migration is still visible on the 9 year angio-CT scans. The patient is scheduled for open repair. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
B5. Additional information received; the sponsor assessed the iiia endoleak as related to device and not related to the procedure. It was reported the stent graft migration was unresolved at the time of study exit. The stent graft migration was assessed by the site to be device related but not procedure related. It was confirmed the type iiia endoleak resolved with the intervention procedure. The site assessed the type iiia endoleak as related to the device and not related to the procedure. The sponsor assessed the migration as related to the endurant device and not related to the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.